Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-17056. It was reported that the patient's implantable cardioverter defibrillator had fallen due to a broken suture. In addition, it was noted that the suture holding the patient's right ventricular lead had also broken. The device was successfully repositioned on (B)(6) 2019 and was sutured down again along with the lead. The patient's condition was stable throughout the event and no adverse patient consequences were reported.